Event description:
Doctor was using the tray during a biopsy and when he was done with the 25 gauge needle, he realized this was not a safety tray and when he went to recap the needle, it went through the cap and the doctor was stuck.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Consequently, the quality of the 25ga needle assembly could not be evaluated in regards to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The 25ga hypodermic needle is supplied by an external vendor and is not altered by the manufacturing facility prior to placement in the finished tray. We will continue to monitor for similar reported issues.